Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No pump error 23 anomalies noted during testing. No battery or power anomalies noted during testing.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was turned off during morning and did not alert her blood glucose was 350 mg/dl. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated the alarm did not occur immediately after a battery change. The device will be returned for analysis.